Event description:
It was reported that the patient had a fall from a seizure in (B)(6) 2018 and ever since has had an increase in seizures from 1-2 seizures a month to about 1-2 seizures a week. It was stated that there had not been any changes to medications and to the mother's knowledge, no missed medication dosage. The vns output settings for normal, magnet, and autostimulation modes were increased to try and help with the increase in seizures. The patient's generator was interrogated and system diagnostics were performed indicating that the device was functioning as intended. No additional, relevant information was received to date.

Event description:
Follow up with the physician's office noted that the office last saw the patient on (B)(6) 2019 for a vns check up to make sure all settings were correct, which they were. The patient was then scheduled to come in on a later follow up date, but missed the appointment. There was no record of when the patient's fall was or what the seizure levels were in comparison to pre-vns levels. No additional, relevant information was received to date.